Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended. Patient was stable.

Event description:
New information received states that the previously suggested programming changes was incorrectly made by the clinician. The patient was going to be brought into clinic and discussed programming changes were to be considered. No further information is available at this time.

Event description:
New information received states that another instance of post-paced twave oversensing was observed. Programming changes were discussed. No further information is available at this time.